Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The following information was provided: after generator testing, 6b tele central did not come back online. Also, none of the hallway remote displays connected to the xhibit are functioning. The biomed reported that they performed a software restart. The biomed confirmed that following the restart they verified ability to monitor assigned tele beds and verified all remote displays are functional and displaying expected tele beds. Reported issue was confirmed resolved. The customer was unable to provide additional information about this event.